Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a tubing separation occurred during prime. The connection at the bottom of the IV set separated. No patient harm occurred.

Manufacturer narrative:
Correction to section b.4, g.4, and h.6, (patient code) on initial report. No product will be returned per customer. The customer¿s complaint of a tubing separation was confirmed. A photo of a prime set shows that the tubing was separated; however, based on the photo provided by the customer it is unknown from where the tubing to component separated from. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a tubing separation occurred during priming. The connection at the bottom of the IV set separated. No patient involvement as the event occurred during priming.